Event description:
Dealer is stating that hex shoulder screw that attaches the center mount is broken, dealer is no aware of what happened. Dealer is stating that the hardware at the footplate is getting loose too.